Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer membrane blood leak that occurred during the patient¿s hemodialysis (hd) treatment. Additional information was requested, however to date not provided.

Event description:
A user facility biomedical technician reported that a dialyzer membrane blood leak that occurred 3 hours and 20 minutes into the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were used for treatment; however, bloodline information was unknown. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was noted as being an external blood leak. There was no damage or defect seen to the dialyzer, but the blood was visibly seen mixing with the dialysate in the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b5, d10, d11 and h3.

Manufacturer narrative:
Correction: a1, a3 and a4.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.